Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an external neurostimulator (ens). The rep reported that it would only increase to .2ma. The rep was calling after the case when driving just to report it. The rep said the doctor would replace the leads in 2 weeks, the patient's trial began on (B)(6) 2019. The rep also reported they started getting communication error incompatible device. It was reviewed that this was related to an older ens. The rep was told to call technical services if this happened again in 2 weeks. Additional information was received from the manufacturer representative. It was reported that the lead was revised on monday the 4th and everything was working perfectly. The patient was responding well to the therapy. The product was not saved, the cause of error message was not determined. No patient symptoms were reported. No further complications were reported or anticipated.